Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was due to patient condition. The reported recurrent mr wand resulting dyspnea were due to the reported tissue injury. The reported patient effects of tissue injury, mitral regurgitation, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed anterior leaflet. A mitraclip xtw was inserted and successfully deployed on the mitral valve, reducing mr to a grade of 2. In (B)(6) 2024, the patient was admitted to the hospital with shortness of breath and a trans-oesophageal echocardiogram (toe) was performed, and revealed that the disease had progressed, and a new prolapse and flail had occurred medial to the original clip, causing mr to increase to a grade of 4. It was noted that the previously implanted clip was stable on both leaflets. On (B)(6) 2025, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 1-2.